Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was implanted after the use before date. There were no reports of adverse effects to date. The contributing factor of the event was the expired device date was not detected before implant. The device was working normally at the moment. The problem was in the process to solve. The issue was not resolved at the time of this report. There were no patient symptoms or complications. No medical or surgical intervention was needed. The event did not lead to or extend patient hospitalization. The patient was alive no injury. No further complications were reported or anticipated.